Event description:
It was reported by the rep the device was used during a lumbar laminectomy during the week of 09/07/1998. It was reported the surgeon was not happy with the device. It was the surgeon's opinion the stapler either fired malformed staples or it inverted the skin tissue. The procedure was completed using the same stapler. There was no consequence to the pt.